Manufacturer narrative:
H3: product analysis of ped2-500-16, lotno:b605255. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within an opened pipeline flex shield outer carton. The pipeline flex shield pusher was returned within the phenome27 catheter. Damage location details: the pipeline flex shield pushwire was returned extending out from catheter hub. In addition, the partial distal hypotube, pads, sleeves and tip coil deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the pushwire pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure/incomplete open as the distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. However, the root cause for damage could not be confirmed. In addition, based on the analysis finding, the phenom 27 catheter was not confirmed to have resistance as no defect was found with returned phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the mc catheter was guided into the mca, and the weight was felt to be greater than usual during insertion of this product in the distal shaft. Even when the tip of the mc was inserted and engaged, the tip became positioned on top of the wrapper. Even when about half of it was deployed, the stent did not expand completely. Even when it was re-stored and deployed again, the situation was the same. The physician feared that there might be a problem with the expansion, so the device was replaced. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved. The device was prepared as indicated in the package insert. The catheter was flushed with heparin-added saline during the procedure. The catheter and delivery pusher were not damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c1 left with a max diameter of 5mm and a 4mm neck diameter. Landing zone was 4.7mm distally and 5mm proximally. It was noted the patient's blood flow was xxx and vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Postoperative findings related to blood flow contrast found no problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal to middle section of the pipeline did not open. The pipeline was placed in the flat middle cerebral artery when it failed to open. There were no additional actions attempted to open the pipeline.